Event description:
The enclosed posting papers stated that the instrument got too hot and that therefore a patient was burned during a treatment. To get further details the dental office has been contacted and the office manager supplied following information: during a filling procedure to tooth #3 patient felt hot on right side. When dentist checked he saw that the skin peeled on patient's lip. He recommended to use neosporin ointment to relief pain.

Manufacturer narrative:
The visual and functional check of the handpiece prior to the repair showed that the product was running out of specification. It was found that the ball bearings have been worn out and hence it was running slow with a too high power consumption. The worn out bearings caused higher friction and hence heat up of the head. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the push button during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly.